Event description:
Hospital employee alleges they have a chemical injury with permanent partial disability associated with their exposure to the detergent used with the stryker neptune waste management system. Alleged symptoms included a runny nose, burning skin, and eventually a disassociated intoxication and liver pain.

Manufacturer narrative:
The product was not returned for evaluation. The investigation is on going. A follow up report will be submitted once the investigation is complete.